Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was performed and the unit passed the initial testing. The unit failed the power-on self-test (p.o.s.t.). A known functioning power supply pcb (printed circuit board) was installed in the neptune. The neptune was restarted and successfully navigated through p.o.s.t. It was also noted that as the neptune was navigating through p.o.s.t. There was no audio. The power control pcb had experienced at some point a transistor that burned with heavy damage. The complaint of "unit alarms during testing" could not be confirmed. The unit could not alarm due to the defective nature of the speaker. Also, the unit had a defective power supply pcb which was not reported. A CAPA was opened to address the issue with the power supply pcb.

Event description:
The customer alleges that the unit alarms during the pre-testing. No patient injury or harm reported.

Event description:
The customer alleges that the unit will not power on. No report of pt injury or harm.

Manufacturer narrative:
Qn#(B)(4). Product usage when the alleged issue was encountered is unk. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. The device was manufactured on 03/22/2011. A document assessment (fmea) was conducted and no changes were required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend of similar complaints.